Event description:
Per the clinic, the patient experienced poor performance with device us as the tip of the electrode array was found to be folded over in the cochlea. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.